Event description:
It was reported that during equipment testing conducted at the user facility as part of the sterilization process the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device has not been returned for analysis at this time.

Manufacturer narrative:
The reported event of the device overheating was confirmed by a manufacturer service technician through functional evaluation. A short in the motor winding was identified, which can lead to excessive current draw and is believed to be the probable cause of the reported overheating.

Manufacturer narrative:
Serial number has been corrected. Manufacturing date has been corrected.

Event description:
It was reported that during equipment testing conducted at the user facility as part of the sterilization process the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted at the user facility as part of the sterilization process the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.